Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of an unknown vessel using five prostyle devices relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for all five devices. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed as an anterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, it is unknown if the reported IFU deviation 'no imaging performed' contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - no imaging of the access site was performed prior to use of the proglide, added.

Event description:
It was reported that this was a vessel closure of an unknown vessel using five prostyle devices relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for all five devices. An unspecified method was used to achieve hemostasis. Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using four prostyle after a transcatheter aortic valve implantation with a 6f sheath. No imaging was taken at the access site prior to prostyle use. Reportedly, a cuff miss [suture retrieval issue] was noticed for all four prostyle devices. A cut down was performed and surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.